Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-04341. It was reported post operative programming was unable to establish effective therapy to the desired pain areas following a previous scs system revision on (B)(6) 2016 (reference MFR report#1627487-2016-03792). Reportedly, x-rays results revealed lead migration. Subsequently, an additional surgery took place on (B)(6) 2016 as the next course of action to address the issue. During the procedure, one lead was repositioned and the 2nd lead explanted and replaced with a new model due to being inadvertently kinked by the physician. Stimulation was restored postoperatively, hence resolving the issue. Both leads are being reported as it's unknown which leads was explanted.